Manufacturer narrative:
An event of a separation problem (unable to release device from delivery cable) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that during device preparation, it was observed that the pda device could not be released as intended from the delivery sheath. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: medical device problem code: 1260;2976

Event description:
It was reported that on 27 november 2025, a 9f amplatzer trevisio delivery system was chosen for a procedure. During device preparation, it was observed that the pda device became caught at the end of the delivery sheath and could not be released as intended. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information available.

Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer trevisio delivery system was chosen for a procedure. It was observed that the delivery system was used but it was noted that the delivery system was crushed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information available.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.